Manufacturer narrative:
Device eval: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump and the pump displayed last error code 1260 on power up. The pump was opened and the real time clock battery connections were verified as complete, but voltage measured zero volts. The inspection found the real time clock battery with a solder short between the + - cases which resulted in shorting the battery out. One possible, but unconfirmed, problem source was listed as occurring during last repair. Based on evidence and investigation, the complaint allegation was confirmed. The microprocessor was replaced to address the reported error code.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump displayed error codes 1261, 1210 and service due 60. It was reported that the pump had recently been received back from repair at smiths medical. No adverse effects were reported.